Event description:
It was reported that an eva bag leaked. It was not specified when in the process this occurred. Patient involvement is also unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection and functional leak testing did not identify any defect. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.